Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. During testing, the battery compartment was observed to have two cracks and the display screen had a blue line through the bottom part. The battery cap was not returned with the pump and a test cap was used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed cracks in the battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2017.